Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6, -10.0/3.0/092 implantable collamer lens into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to a low vault and the problem resolved. The cause of the event was unknown.